Event description:
It was reported that on (B)(6) 2026, the patient sought medical attention due to elevated blood glucose (bg) levels accompanied by sickness, headache, nausea, vomiting, and cognitive difficulty. The patient stated that four pods failed the previous night, with several generating hazard alarms after a short duration of wear, requiring removal. The patient further reported that a fourth pod applied on the day of the event experienced a needle mechanism failure in which the cannula did not deploy, preventing use. Following these pod failures, the patient¿s bg levels continued to rise, with her continuous glucose monitor displaying ¿high". The patient developed symptoms consistent with hyperglycemia and presented to the emergency room. No specific bg values were provided. She was diagnosed with hyperglycemia and treated with insulin injections and intravenous fluids. At the time of reporting, the patient remained in the emergency department and expected to be discharged the same day once bg levels stabilized. After internal review on 03-mar-2026 it was corrected that the needle mechanism failure did not occur with this particular pod. It occurred with a pod that was reported in insulet reference number (B)(4) (emdr reference number 3014585508-2026-07981-00). The patient experienced a hazard alarm during operation with this particular pod.

Manufacturer narrative:
After internal review on 03-mar-2026, b1, b5 and h6 were corrected.

Event description:
It was reported that on (B)(6) 2026, the patient sought medical attention due to elevated blood glucose (bg) levels accompanied by sickness, headache, nausea, vomiting, and cognitive difficulty. The patient stated that four pods failed the previous night, with several generating hazard alarms after a short duration of wear, requiring removal. The patient further reported that a fourth pod applied on the day of the event experienced a needle mechanism failure in which the cannula did not deploy, preventing use. Following these pod failures, the patient¿s bg levels continued to rise, with her continuous glucose monitor displaying ¿high". The patient developed symptoms consistent with hyperglycemia and presented to the emergency room. No specific bg values were provided. She was diagnosed with hyperglycemia and treated with insulin injections and intravenous fluids. At the time of reporting, the patient remained in the emergency department and expected to be discharged the same day once bg levels stabilized.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.